Event description:
Related manufacturer reference number:3006705815-2023-08503. Additional information surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. It was noted that one lead had migrated, and the other lead had high impedances.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000113045.

Event description:
It was reported that the patient experienced ineffective therapy following a recent fall. X-ray imaging confirmed lead migration. As a result, surgical intervention may be undertaken in the future to address the issue. It is unknown which lead migrated.